Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a revision, the pt was not feeling a stimulation sensation from the octad lead. There was no stimulation sensation when reprogramming was attempted on the lead. Impedances were within normal limits. Several electrodes showed impedances of 7000 ohms. A MFR rep was going to meet with the pt on (B)(6) 2011 to reprogram. Recharging issues were also reported. The antenna locate feature showed between 32-40, and the user was unable to establish any coupling bars. The pt had another revision on (B)(6) 2011 to revise the leads and pocket site. At that time the pt had a 2x8 paddle lead implanted and connected to his existing neurostimulator. The prior quadpaddle lead and extension were left implanted per the surgeon. On (B)(6) 2011 the pt was unable to get the device to charge. Add'l info stated the pt's stimulation was great and the pt was able to easily recharge.